Event description:
It was reported that an interlink system injection site had a crack on the upper part of the plastic casing. This was observed out of the box prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: one actual device was received for evaluation. A visual inspection was performed, and it was noted that there were cracks on the housing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.